Event description:
Meter name: one touch original. Strip name: lifescan. Meter code: 7. Strip code: 7. Strip storage: unknown. Symptoms: light stroke. A patient reported they were hospitalized. Their meter allegedly was inaccurately high. The result on their meter was unknown. The result on the hospital meter was unknown. The time difference between patient's meter and hospital was unknown. Treatment was unknown. No further information has been reported.